Event description:
During a preventive maintenance, the company representative observed in the diagnosis mode that performance failure of k6 valve at the drive manifold occurred. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the pump and was able to duplicate the event and confirmed that the manifold drive k6 value) was causing the failure. He changed the manifold drive (part #0104-00-0018) and the unit passed the running test. Performed full calibration, functional testing and safety check to meet the factory specifications. The iabp was in good operational conditions and was released to the customer. The manifold drive was received by the manufacturing facility at (B)(4). The analysis performed confirmed the failure an it was caused by "stick" k6 valve. The corrective actions has been implemented via a CAPA. The corrective actions were implemented after this manifold drive was manufactured and used in the iabp. (B)(4).